Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer field service technician reported, that the device overheated while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.